Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419378 lead implanted: 2004 (B)(6); 407645 lead implanted: 2004 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4): the (B)(4) lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, analysis of the device memory indicated a lead impedance out of range alert and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) impedances have risen. The left ventricular (lv) lead impedance also rose at the same time as the rv and svc did. The rv lead has a possible fracture and it was capped and a new singlecoil lead was implanted. The lv lead remains in use. No patient complications have been reported as a result of this event.